Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed. One unpackaged ar-600sagmis minimal invasive cuts sagittal saw attachment serial number: (B)(6) was received for investigation. Visual evaluation of the returned device noted significant superficial damage with scratches, and nicks observed. Functional testing was performed by attempting to insert a known good ar-600-312s sagittal speedcut blade into the returned device and it was not possible to insert the blade as intended. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/28/2025, it was reported by a sales representative via (B)(4) that two (qty.2) ar-600sagmis sagittal saw attachments are falling apart and unable to connect blade attachments. They occurred during use in a case. No harm was done to the patient.